Event description:
It was reported that pump buttons were sticking and often did not respond, causing concern for safety and accuracy because patient needed to press buttons to enter numbers and confirm pump actions. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and case was created and documented by support staff to reflect issue and capture possible touchscreen involvement, with no additional corrective actions reported.